Event description:
It was reported the delivery system kinked and the device was unable to be recaptured. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. Upon deployment, the delivery system kinked and the device was unable to be fully recaptured. A snare was used to assist in recapturing the device and removing it from the patient. The patient was stable.